Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: during investigation, at the piezo activation the pump audio measured within specification. All audio settings were set to high and the temperature basal rate was set to off. The complaint of the quiet audio was unable to be duplicated. The pump was opened to find no defects.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. The customer stated that the audio bolus sound could barely be heard from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.